Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the infusion set tubing pulled out of the luer lock connection. Reportedly, the customer was changing their clothes and stated that the tubing became unwound. The customer was able to successfully reconnect the infusion set tubing to the luer lock connection. There was no impact to the customer's blood glucose level.